Event description:
It was reported through abiomed's loqi study database that a patient implanted with an impella 5.5 exhibited anemia. The relationship is noted as "possibly" related to the 5.5 pump support. Loqi noted: that hemoglobin dropped from 14.7 to 11.1. It was found to have hematoma and likely initial cause of acute anemia. Anemia did not improve post hematoma evacuations. Patient also had recurrent gi bleeding secondary to perforated duodenum. Patient had multiple blood products throughout hospital stay. The patient expired.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer, ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
Access site bleeding: the root cause of access site bleeding cannot be determined since the product was not returned and insufficient clinical details were provided. Vascular damage peripheral vessel: the root cause of vascular damage peripheral vessel cannot be determined since the product was not returned and insufficient clinical details were provided.